Manufacturer narrative:
The pump has not been returned to animas for evaluation. A review of the pump history indicated that the pump emitted a replace battery alarm which was not acted upon by the pt. The pt was therefore without insulin for about two hours. The pt has continued to use the pump with no reported subsequent events.

Event description:
The pt reported that she woke up at 4:00am with no power to the pump and blood glucose of 400 mg/dl with moderate ketones. She stated that she delivered insulin by injection and went back to sleep. The pt reported that her blood glucose resolved to 147 mg/dl before 9:00am. The pt was instructed to insert another battery and she stated that the pump did not power on. She confirmed that the battery was inserted correctly, the spring was present inside the battery cap, and the cap was secure. The pt was instructed to try another battery and she said that the pump powered up with the display screen visible. She confirmed information on the verify screen and proceeded with the routine ezprime steps. The pt reviewed the alarm history and discovered that a low battery warning had occurred at 12:42 am followed by a replace battery alarm at 2:07am. The pt alleged that she did not hear either alarm; she confirmed that the warnings and alarms are programmed to emit the highest sound available. This complaint is being reported for a blood glucose excursion due to user error.